Manufacturer narrative:
On 25 nov 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 25 september 2015: lot 133082: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Device still implanted.

Event description:
The surgeon called medacta on (B)(6) the inform that the patient he operated on the (B)(6) called him and told him that she had a lot of pain. He asked her to come to the hospital. After they took rx, he saw that the femur was broken. He revised her immediately. He just had to put cerclage cables and the same stem is still in place. They don't know the reason of the fracture.